Event description:
At 44 months post-operative explant and revision to fusion due to pain.

Manufacturer narrative:
The product was returned for review. Visual examination found small razor cuts on the articulating, scratches on the lateral surface and an apparent guide pin hole through the center of the device with is not considered a nonconformance. The dimensions were assessed and found to be within the post-sterilization value range. Based on the visual and dimensional observations of the returned device, no conclusion could be drawn regarding the reported event. On november 10th, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.